Event description:
It was reported that the user experienced hypoglycemia, with a fingerstick-confirmed blood glucose of 60 mg/dl and a corroborating sensor value of 62 mg/dl while using the system with a compatible continuous glucose monitor; the user had been disconnected from the pump for approximately four hours earlier in the day and was treating with oral carbohydrate. Symptoms included low blood glucose. Outcomes included the need for self-treatment with oral glucose and a request for follow-up. Investigation included technical review and user education on system behavior, including automated suspension of insulin delivery in anticipation of urgent lows. Investigation of this case revealed no device malfunction and that the system functioned as designed. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.